Event description:
In 2009, the patient underwent an endovascular procedure for an infrarenal aneurysm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was deployed and covered the left hypogastric. The physician used ivus (intravascular ultrasound) for measurements instead of a pigtail catheter. The physician measured the length from the lowest renal artery to the left hypogastric to be 180 mm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was deployed and covered the left hypogastric by 15 mm. The physician attempted to move the device proximally with a balloon. The hypogastric remained covered. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, to determine accurate size of anatomy and proper size of trunk-ipsilateral and contralateral endoprosthesis and aortic and iliac extender endoprostheses, use high resolution, non-contrast and contrast enhanced computerized tomography at <= 3mm acquisition and reconstruction collimation or use multiple view, digital subtraction angiography with a radiopaque marker catheter or spiral CT multi-planar reconstruction.